Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/13/2019. Additional information was requested and the following was obtained: what was the initial procedure name? - removal and biopsy of a mole do you have your operative note to identify the product code? - I do not but the healthcare provider may can you describe the allergy symptoms? - dark suture started appearing at the surface of the healing incision how many days after your procedure did you develop symptoms? - two to three month what medical treatment was provided to manage the allergy? - physical removal of the sutures can you provide your medical history, known allergies and other medications? - allergies to gluten, dairy, yeast, sulfa quinilones what is your current condition? - health can you clarify what is meant by 'six stitches'? - the provided place six sutures what is your physician opinion of the contributing factor to your symptoms? - unknown; sometimes it happens note: the 6 devices are captured in reports: 2210968-2019-83828, 2210968-2019-85476, 2210968-2019-85477, 2210968-2019-85478, 2210968-2019-85479, and 2210968-2019-85480.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial procedure name? Do you have your operative note to identify the product code? Can you describe the allergy symptoms? How many days after your procedure did you develop symptoms? What medical treatment was provided to manage the allergy? Can you provide your medical history, known allergies and other medications? What is your current condition? Can you clarify what is meant by 'six stitches'? What is your physician opinion of the contributing factor to your symptoms? Describe the allergies with photos if available. Are you reporting multiple patients issue?

Event description:
It was reported by the patient underwent an unknown procedure on the left cheek on unknown date in (B)(6) 2017 and suture was used. The patient experienced an allergic reaction on an unknown date post procedure. The surgeon opined that the suture not absorbed and spitting. Additional information has been requested.